Manufacturer narrative:
During in-house testing, the audio alarm was intermittent due to a pinched alarm wire. Medex was able to confirm the issue and determine a cause. There was evidence that the pump had been opened in the field. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
During medex' in-house testing, the audio alarm was intermittent.